Event description:
On 10/31/96, the facility nurse contacted a MFR nurse and reported that the device was refilled on 10/16/96 and there was a 45 ml returned volume with a 14 day interval. A dye study was performed on the device port which indicated patency. On 10/23/96, the device reservoir was refilled with 50ml heparinized saline; flow rate unknown. Another device refill is scheduled for 11/1/96 to check device function. In addition, the MFR declotting procedure was faxed to the facility nurse on 10/31/96.

Manufacturer narrative:
On 12/9/96, the facility nurse contacted a MFR nurse with followup information on this incident. The facility nurse stated that the return volume has been 50ml on the past several device accesses. Urokinase has been used twice in the device sideport, even though the device catheter has flushed without resistance. Heparin 50,000/dexamethasone/normal saline is presently in the device reservoir. The patient is receiving 5fu/leucovorin via IV at the present time, but the oncologist would like to keep the arterial catheter patent in case the patient's condition indicates a need to resume hepatic arterial infusion. At that time a new device would be implanted and connected to the existing catheter. The facility nurse inquired whether the device reservoir must be refilled every two weeks. The MFR nurse recommended that 1) the device sideport be accessed and flushed with normal saline, followed by 3cc heparin 100u/ml weekly; 2) the device reservoir be refilled at 2 weeks one time. If the return volume = 50ml, refill with heparin 50,000/normal saline x 50ml (omit the dexamethasone) and refill at 4 weeks. The MFR nurse encouraged the facility nurse to contact the MFR prior to this refill with an update on the plans for this patient. Since use of the device was discontinued and the device will remain implanted at this time, no further investigation can be performed at this time. The facility has been encouraged to contact the MFR should the device be explanted or should any additional information become available, at which time the MFR will re-open its investigation of this incident. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was also performed on similar incidents involving this catalog number and has not identified any trends. The MFR's investigation of this event is inconclusive. Based on the information available, and due to the unavailability of the device for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The facility will be notified of co's review of this incident. The MFR is now closing the file on this event.